Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The hospital charge nurse reported that the device failed the op check test for the ECG leads, red cross displayed and it was chirping, showed device error. No adverse patient impact was reported.